Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to enter MRI mode. Upon further investigation the system diagnostics recorded high impedances on the lead. The patient still has effective therapy. Surgical intervention may take place at a future date to address the issue.

Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.